Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that per (B)(4), the reported issue was unable to be replicated. Logs were obtained for further evaluation. The system checkout was completed successfully and there was no more further issue.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the device was not charging properly. The device was not powering on and then when the gantry started to boot, one of the battery indicator lights was flashing red.